Manufacturer narrative:
Initial reporter facility name: (B)(6) hospital. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
It was reported that foreign matter (described as ¿black powder¿) was found after opening a bd 1 ml syringe, luer slip with needle. There was no report of exposure, injury or medical intervention.

Manufacturer narrative:
Investigation results: our quality engineer inspected the returned unit and confirmed the reported observation of loose black foreign matter inside syringe barrel and on plunger. The loose black fm was sent for fourier transform infrared spectroscopy (ftir) test. The ftir result shows that the spectrum of the fm did not obtain a good match from the library but the best match is silicone and other unknown compounds. Silicone is used in the manufacturing and was sprayed into the barrel to ease the movement of the plunger but it was not black in color. The foreign matter from the plunger does not match the foreign matter from manufacture. Root cause could not be established. The DHR for batch # 7142001 was reviewed and no abnormality was found during production. A piece of packaging with foreign matter was detected ion outgoing but it is within the aql specifications. Customer complaint trends are evaluated on a monthly basis. If the trend of a specific type of complaint warrants a formal corrective action, resources will be assigned at that time.